Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2017. The cause of expiration was reported as a large left subdural hematoma and intraparenchymal hemorrhage. The patient had been an inpatient and on IV antibiotics due to a concern of infection, likely from the implantable cardioverter defibrillator (ICD). The ICD was scheduled to be removed on the day the intraparenchymal hemorrhage occurred. The patient had been stable until the early morning of event (B)(6) 2017, then called out to nurse complaining of a severe headache. Further testing revealed a subdural hematoma. The patient had not fallen. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.